Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Should additional information become available, a follow-up report will be filed.

Event description:
The nurse contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use during prime. The patient was connected. The registered nurse (rn) indicated they changed out the cassette and were still getting the same alarm. The tsr reminded the rn the importance of changing out the entire setup and not just one item. The tsr assisted the rn with multiple troubleshooting steps to resolve the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.